Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. End-user cut leg on the hinge screw of the device. She received a gash on her right leg that required 14 stitches.